Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with lcd bleeding due to cracked lcd glass. Unable to verify the alarm. The device was received with cracked display window corner, scratched screen, cracked reservoir tube lip, loose drive support disk, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.